Manufacturer narrative:
(B)(4). The customer reports a red x with general system failure message and the status log shows a charge shock failure and pacer failure message. There was no report of pt involvement. We are requesting add'l info and this investigation remains open. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reports a red x with general system failure message and the status log shows a charge shock failure and pacer failure message. There was no report of pt involvement.